Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.the catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified accordingly, this event has been determined to be MDR reportable.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found peeling pebax along the length of the balloon. Therefore, the investigation is confirmed for peeling pebax. The device was inflated and water was seen exiting the distal cone. The fibers were stripped away, and a pinhole rupture was noted in the balloon material. Therefore, the investigation is confirmed for a pinhole rupture. The definitive root cause for the identified issues could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.